Manufacturer narrative:
Claim# (B)(4). Manufacturer narrative comment: device revision or replacement (lens replaced or exchanged) is identified in the labeling as a known potential adverse event following icl implantation.

Event description:
A healthcare professional reported following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault. The lens was removed and replaced intraoperatively for a longer length lens. The problem was resolved. Cause of the event was reported as unknown.

Manufacturer narrative:
D4 - primary unique device identifier (UDI)#:(B)(4). "UDI related data quality updates only." H3 - device evaluation: lens was returned in micro-centrifuge vial, dry, with residue/debris on product. Visual inspection found haptic bent. Dimensional inspection found the lens to be within specifications. Claim# (B)(4)